Manufacturer narrative:
Investigation results: a continuity check was performed on the device. A short circuit condition was found from the bipolar connector to the scissors blades. The device failed the hi-pot test. The complaint is confirmed for short circuit.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, bipolar stopped working on the scissors of the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis performed on november 18, 2004 determined that the device had an electrical short. This is a reportable malfunction.